Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #geo event description: information received by medtronic indicated that preliminary geo assessment: - ins implant date: unknown - dyskinesia is a known event disclosed in labeling - worsening of dyskinesia led to hospitalization and loss autonomy - actions taken included hospitalization, reprogramming and introduction of bromazepam (possible psychological aspect) - etiology was related to device and due to programming - dyskinesia had improved, still present but less frequent - event is ongoing preliminary geo conclusion: no evidence of device failure. Dyskinesia is a known event disclosed in labeling. Patient was hospitalized. (Dought2, (B)(6) 2018). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient experienced worsening dyskinesia since reprogramming in which the pulse width was decreased. The patient lost autonomy as a result which resulted in in-patient or prolonged hospitalization. The patient had doubt about a psychological component of the dyskinesia and had psychological follow-up with introduction of bromazepam. Interventions included reprogramming on (B)(6) 2018 and (B)(6) 2018, hospitalization on (B)(4) 2018 for worsening of physical state, hospitalization in rehabilitation unit for reduced autonomy on (B)(6) 2018, and unscheduled clinic/office visit. Examination on the date of the event revealed worsening dyskinesia of all four limbs. Etiology was related to device/therapy due to programming and not related to procedure. The most recent programming change prior to event was (B)(6) 2018. The patient had improvement of dyskinesia as of (B)(6) 2018. The event was ongoing as the dyskinesia was present, but less frequent. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the patient was started on bromazepam as of (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient was reprogrammed on (B)(6) 2019, and the issue was resolved without sequela on (B)(6) 2019.